Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect free t4 for one patient that was not reported out of the laboratory. The following results were provided (reference range: ft4 9-19.05 pmol/l): initial ft4 result > 64.35 pmol/l; repeat result= 13.89 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr serial number (B)(6), performed troubleshooting and discovered the arc sens lv ptrg was cracked causing inadequate pre-trigger to dispense. The fsr replaced the arc sens lv ptrg, which resolved the issue. Return testing was not completed as returns were not available. The service history of the (B)(6) verifies no subsequent issues have been reported for falsely elevated free t4 patient results after the current complaint was reported. A review of tracking and trending of the architect i2000sr did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of tracking and trending for the arc sens lv ptrg did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr serial number (B)(6) or the arc sens lv ptrg was identified.

Event description:
The customer observed a falsely elevated architect free t4 for one patient that was not reported out of the laboratory. The following results were provided (reference range: ft4 9-19.05 pmol/l): initial ft4 result > 64.35 pmol/l; repeat result= 13.89 pmol/l there was no impact to patient management reported.